Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. (B)(4).

Event description:
The hospital reported that the t.w. Power supply would not work. Per follow up received from the maquet rep on (B)(6) 2014, the device was checked and is working fine. The rep believed that the harvester was reaching the safety limit on the hemopro device itself and not the t.w. Power supply malfunctioning.